Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, stating "it was reported that the patient was on insulin drip in labor, insulin rate had been verified by two registered nurses (rn's) at the beginning of administration with full bag of 100ml, medication had been scanned properly and pump programmed properly. Patient expressed to rn that she was feeling weak, blood glucose obtained (result 101),patient was placed in bed, insulin drip rate changed to 0, rn noted that the bag of insulin was empty, and an extensive amount of air was in the line. The pump never beeped that air was in the line. The pump investigation revealed that the pump was programmed correctly, and the administered amount was 44ml despite the entire 100ml having flowed into the patient. The pump had been sequestered and all tubing left intact when evaluated, the tubing was loaded in the chamber correctly and no issues identified with the tubing clinical engineering found no issues with the pump either." Although requested, further information was not provided.